Event description:
It was reported that 11 months after the mentor gel breast implants were placed, on (B)(6) 2012, the pt's right breast swelled to twice the normal size, and the pt was in pain. During exploratory surgery, the implant was noted to be ruptured. The implant was removed and exudates material was located at the inferior-posterior portion of the pocket and various area that appeared to be previous hematomas within the capsule. The capsule was irrigated and washed with antibiotic solution and a permanent implant was placed in the pt's right chest. No additional info was provided, and no devices were returned to mentor for evaluation.